Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent an anterior cervical discectomy and fusion procedure at c3-c7 to treat degenerate disc disease (ddd), stenosis, and myelopathy. Approximately 11 days post-op, the pt complained of continued pain and discomfort. Approximately 13 days post op x-rays revealed cranial screw dislodgement from the vertebral body of c3 and c4. Additionally, the pt incurred an infection and hematoma. The revision surgery was performed 18 days post op. It was reported after the revision surgery that c3 screw had backed out beyond the locking rings and the c4 had backed out but still remained under the locking ring. Neither of the locking rings was damaged. The surgeon replaced the initial screws with larger sized screws and left the original plate implanted. The hematoma was evacuated.